Manufacturer narrative:
H.6.: cocking lever. Evaluation summary - the holster was returned to the analysis site due to reports that the firing fork has lateral play which affects positioning of the sample notch when fired. The analysis results found that the holster's firing assembly is loose because the rubber spacer is damaged and does not contact the top frame properly. The rear rotation knob is difficult to turn because the port shaft is bent. The green dust cap, stainless steel wire and stainless steel crimps (2) are missing from the green cable. The coiled pin, tie strap and e-clip were damaged during disassembly. The site replaced the firing assembly to correct the customer's complaint. The site also replaced the e-clip, tie strap, coiled pin, stainless steel crimps, stainless steel wire, green dust cap and port shaft. The holster was functionally tested and found to operate properly. No conclusion could be reached as to what could have caused this incident.

Event description:
It was reported that prior to a breast biopsy, the firing fork has lateral play which affects positioning of the sample notch when fired.